Manufacturer narrative:
Part: 314.453, lot: l482251, manufacturing site: (B)(4), release to warehouse date: august 25, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received screw driver shaft is in a well-used condition, especially the tip is badly worn from often use. Investigation conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. End of life definition per important information leaflet, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal radius fracture. During the distal screw insertion, the surgeon had difficulty in inserting the screw because the screwdriver shaft had a malfunction. It was not reported how the surgery was finished. The surgery was delayed by less than thirty (30) minutes. Upon manufacturer receipt and investigation, it was determined that the device was badly worn. Concomitant devices: distal screw (part: unknown, lot: unknown, quantity: 1), handle for torque limiter (part: 03.110.005, lot: 9768115, quantity: 1). This report is for a stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).